Event description:
On (B)(6) 2012, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging the patient's onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the conversation between the reporter and the customer care advocate (cca) because the (B)(4) was unable to reach the mother by phone for follow-up questions. The (B)(4) reviewed the call to obtain and verify information. The reporter claimed the alleged issue began on (B)(6) 2012, at approximately 1:30pm when the patient tested with the subject meter and reportedly obtained a blood glucose result of "high." Per the onetouch ultralink's user guide, this message means that the blood glucose could be ">600mg/dl." The patient reportedly manages her diabetes with apidra insulin through pump therapy. The reporter stated that 1 ½ hours prior to receiving the alleged result the patient was experiencing symptoms of "a severe headache". It is unknown if the patient had eaten anything at that time. The reporter stated she treated the patient with 10u of apidra insulin in response to the alleged high result at approximately 1:30pm just after testing. She took the patient to the hospital due to the high reading and her symptoms and reported when they arrived at 2pm, she was tested on an hcp meter within 30 minutes and received a blood glucose value of "272 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. The patient was treated with IV fluids at 2pm. It is not known if the patient was admitted to the hospital. At the time of troubleshooting the inaccuracy issue, the cca noted the patient was not using the meter for the first time. The subject meter was set to the correct unit of measure. The subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. There is no indication that the alleged inaccuracy concern caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. The result obtained on the subject meter correlated with the form of treatment received and the hcp meter gave an elevated blood glucose result after insulin was administered. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.